Event description:
As reported, a swan-ganz was connected to a vigilance ii monitor and gave the alarm "temperature out of range". The only data that was able to be measured was svo2 . The temperature measured with the swan ganz was 28.0 celsius. The patient¿s actual core temperature was 37.5 celsius, measured via foley catheter. All connections were re-checked. Blood was noted inside the thermistor connection. The catheter was removed. There was no allegation of patient injury.

Manufacturer narrative:
We received one (B)(4) catheter with an attached monoject 3ml syringe with 1.5 ml limited volume for examination. The reported event of catheter "alarm 'temperature out of range'" could not be confirmed. However, the complaint of blood leakage was confirmed. A puncture was found proximal from catheter tip and entered into the thermistor lumen. Blood was observed on the thermistor connector . No other visual damage or other abnormalities were found on the catheter and syringe. All other through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for 5 minutes without leakage. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is anticipated. The complaint could not be confirmed without the completion of the product evaluation. Lot number was not provided, therefore review of the manufacturing records could not be completed. A supplemental report will be sent when the examination is complete.